Manufacturer narrative:
Date of event: unknown. Initial reporter's phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when removing a bd insyte¿ autoguard¿ shielded IV catheter it appeared damaged resulting in safety mechanism failing to retract. There was no report of serious injury or medical intervention.

Manufacturer narrative:
After analysis of the photo, it was not possible to verify the report of "needle through catheter" or "safety shield activation failure" because if the catheter had already been transfixed before the puncture the product could not have been used. There is evidence that the product was used, because there was blood inside the reflux chamber, which proves that the product was intact at the moment of the puncture, because when the vein of the patient is punctured the blood passes through the interior of the needle until reaching the reflux chamber. The root cause was not able to be determined since the complaint was not verified. The actual device was not returned. Safety shield failure - failure of the safety shield has not been confirmed as something caused during the manufacture of the product, but during its use, since both the photo containing the product already used and the description of the complaint make it clear that there was transfixation of the catheter through the needle after the venipuncture it has been performed. DHR/qn/ncmr review: assembled lot: 7151597, used in the claimed final product lot: 7151711 of insyte autoguard 20g x 1.16in was analyzed for "damaged catheter" and "failure on the part of the activation" tests, and no records of the listed defects were found. Thus, there is no non-compliance related to this defect to the claimed lot. Bd was unable to confirm or reproduce the incidents claimed. Based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored.